Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, mildly tortuous, de novo, mid right coronary artery (rca) after predilatation the 3.0 x 18 mm xience prime stent delivery system (sds) was advanced but met resistance in the lesion with the anatomy while crossing; the sds was retracted to reposition in the lesion but it was noted that the shaft was kinked in the junction. It was noted that a slight resistance was felt during device removal. A 3.0 x 15 mm sds was used in the procedure without incident. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The kink and shaft separation were able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
Return device analysis revealed the shaft was separated. Subsequent information received from the site noted that the separation did not occur during the procedure; the shaft was only kinked, however, the shaft separated while the physician attempted to straighten it. No additional information was provided.